Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2010 and performed to specification up to the 16th november 2014. The device fails a self-test due to a low battery on 21st november 2014 and remained in fault mode until 8th december 2014. A further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed between (B)(4) 2015 and the final log entry on (B)(4). It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements recorded would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.